Event description:
The customer reported having difficulty with blood glucose levels. The pod was worn for less than a day.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product met all acceptance criteria.